Event description:
It was reported that, during procedure, the novostitch pro meniscal repair system trigger was blocked when the suture was removed from the end of the device. The procedure was completed with a backup device with no delay nor patient injury. It is unknown what procedure was being performed. Preliminary results of investigation have concluded that the tip of the needle and the linkage to the upper jaw were broken, which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during procedure, the novostitch pro meniscal repair system trigger was blocked when the suture was removed from the end of the device. The procedure was completed with a backup device with no delay nor patient injury. It is unknown what procedure was being performed. Results of investigation have concluded that the tip of the needle and the linkage to the upper jaw were broken, which makes it a reportable event.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the tip of the needle is broken and remains in the actuated position. The tip of the needle was found in the upper jaws trap door. Linkage to the upper jaw is broken. A functional evaluation revealed the triggers depress and retract but do not actuate the jaw or needle. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.